Manufacturer narrative:
The patient sample was submitted for investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft4 ii and ft3 iii results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of results that didn't correspond to the clinical picture for 1 patient tested for elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh assay (tsh) on a cobas 6000 e 601 module compared to the siemens method. The incorrect results were reported outside of the laboratory. (B)(6). The patient has no clinical signs of hyperthyroidism and is not taking biotin. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.